Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A (B)(6) service territory manager (stm) was dispatched to investigate and was able to verify the reported issue occurs every power up. The stm replaced the motor controller board. Unrelated to the reported issue, the stm replaced the expired safety disk and the IV pole locking collar because the collar was broken and not functional. The stm then performed all calibration, functional and safety tests as per factory specifications and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during start up, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails #50. It was also reported the iabp motor does not start. There was no patient involved and no adverse event reported.